Event description:
Spvb was implanted on (B)(6). A week later, they checked the ventricle under CT scan but it was not diminished. Therefore, the surgeon tried to change the pressure setting from 110 to 70 but he was not able to. After tens of trials, he finally succeeded in it. However, the size of ventricle did not change for another week. When checked by x-ray, he confirmed that the flow stopped at the outlet connector of the valve. It seemed occluded. He replaced it with a new one on (B)(6). Please examine the sample to see exactly where it is occluded and if the pressure setting can be changed at your site. The customer also would like to know the measured values of each pressure position.

Manufacturer narrative:
The incident has been reported to the MFR on (B)(6) 2013 results of analysis will be developed in a follow-up report.